Event description:
It was reported by the independent repair center that the unit is alarming/red light and the primary cause of the malfunction is the valve is leaking. No report of patient injury, no additional information provided.